Manufacturer narrative:
Become aware date was updated to 09/25/2023 per source notes from opened case (B)(4). Due to closing case reference to new case#: (B)(4).

Event description:
It has been reported that the device is failing self-test.